Event description:
The pt was implanted with a siltex saline mammary prosthesis on 10/20/1997. Subsequently, the pt experienced a hematoma. When the device was removed on 1/18/1999. The physician had difficulty removing fluid from the device and particulate matter was observed in the device.